Manufacturer narrative:
Upon contacting baxa's technical support, the customer was instructed to retrieve the system's black box files, mixcheck reports, and abacus labels for review and investigation of the occurrence. Through investigation, it was determined that abacus did trigger a potassium max warning, which the pharmacy tech overrode in order to complete the order. In the abacus software, warning limits are implemented for individual ingredients in order to mitigate the potential for an over-delivery. During this occurrence, the warning limit was violated and reported; however, it was disregarded by the user. Therefore, the safety features resident in the software were ignored and the software operated as designed. A review of the abacus labels revealed the following: "customer entered the order to include 'potassium chloride 10 meq/kg' osmolarity for the order indicated 2667.53 mosm/l. Solution formula label shows the following warning limit violation: potassium over limit ordered: 486.89. Limit: 90.00 meq/l. Justification: 'has central line'. A review of the product hazard analysis (pha) and customer complaint data for abacus was conducted, and it was determined that this issue not occurring with greater frequency or severity than is expected for the device, as documented in the pha.

Event description:
On 16aug2007, baxa was notified of an incident which resulted in a patient requiring medical intervention, lab tests, and additional monitoring. The customer reported, that while using the abacus tpn calculating software for creating a tpn solution, the incorrect amount of potassium chloride (kcl) was entered resulting in an over-delivery. The prescription was set for 10 meq/l of kcl, however, 10 meq/kg was ordered, compounded, and delivered. The reported incident was not found until the patient's lab work came back with an elevated level of potassium at 9.8 meq/l. The patient was infused with insulin, dextrose, and kayexalate to counteract the elevated levels of potassium. After intervention, the patient's lab results are now reported within the acceptable limits and condition is stable.